Event description:
The customer reported that during an arthroscopy procedure, a round plastic "diaphragm" was found floating in the surgical site. This plastic piece was easily retrieved with a grasper and there was no injury or surgical delay.

Manufacturer narrative:
Investigation results: the customer reported that a round plastic "diaphragm" was found detached from the cannula during a shoulder arthroscopy. The product was received with the two clear membranes detached from the cannula. A visual examination of the membranes found both were torn. An investigation was unable to determine the cause/origin of this discrepancy. A review of history for this product found no reported events for this failure mode.